Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels, leading to multiple non-sustained episodes and inhibition of pacing. No inappropriate shocks were given. In addition, atrial fibrillation was noted on the atrial channel. At a later date, inappropiate therapy was given. The patient remembers that two inappropriate shocks were administered when he reached his left arm across his chest.